Event description:
During a produce using a lasso diagnostic catheter, the left ventricle was perforated. It is not stated what intervention was required. The patient condition is reported as not good.